Manufacturer narrative:
Other applicable components are: product ID 3537 lot# serial# unknown implanted: explanted: product type programmer, patient product ID 3057 lot# unknown serial# implanted: explanted: product type screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a trial patient who was using an external neuro stimulator (ens). It was noted that the patient¿s trial started on (B)(6) 2017. It was noted that they were in a nervous state after their procedure and not able to observe or capture all the instructions. On (B)(6) 2017, it was reported that the patient had not had a bowel movement, and they were experiencing pain and soreness at their incision site. Troubleshooting included answering the patient¿s questions and assisting them with adjusting their amplitude; it was noted that they felt comfortable stimulation on their buttocks area at 1.3. On (B)(6)2017, it was reported that they were in severe pain, and still having difficulty with using their system. The pain and soreness in their lower back persisted through (B)(6) 2017. It was also reported that the patient had had a lot of gas, like prior to the trial, it had not changed since starting the trial, and they had fear about not knowing if they would see improvements with the trial or not. On (B)(6) 2017, the patient reported that their pain had decreased and they were noticing improvements. However, on (B)(6) 2017, they reported severe back pain, and stated that they weren¿t feeling stimulation. Troubleshooting found that they were on program 2, at 0.0. Stimulation was increased to 1.4, and the patient felt the stimulation in their rectum; they stated that happened periodically. The patient was still in extreme pain on (B)(6) 2017 and stated that their buttocks were sore, where the leads were placed, and their legs were sore; they had never had pain like that, and they had had many surgeries. Troubleshooting attempted to make a change to their settings to see if that would help with their pain or symptoms, but the patient was unable to get the controller to change programs. When they would click away from the main screen, the controller went black and locked. It was recommended that they follow up with their healthcare provider after the weekend. No further patient complications are anticipated or expected as a result of this event. Additional information from the patient on october 24th reported they after using the device almost two that it was not performing as it should have and instead of having it inserted permanently the healthcare professional (hcp) removed it which was the start of the problem and back to the same situation before the procedure was done. The patient stated the hcp told the patient that the device had an 85-90% success rate and the patient doubted that the hcp himself advised the outcome and if necessary make a reduction in the rate of success by the company. The patient noted there was always the possibility that the procedure was done incorrectly. The patient noted they did not have enough knowledge of exactly how the procedure should have been performed. The patient noted the last visit they had with the hcp was on (B)(6). The patient noted the stimulator was not performing according to the hcp¿s research. The patient noted she was still experiencing the same issues as prior to the procedures. The patient noted that after the removal of the stimulator or electrodes they were having extreme pain. The patient noted the hcp decided to keep the patient overnight in the hospital to monitor the bleeding and pain, neither of which the patient received in the time they were admitted until they discharged themselves. The patient noted they were put in a room with a blood-soaked sheet which was never changed nor was the bandage that continued to bleed. The patient stated they had asked for pain medication because their pain was very severe. The patient requested to be given their usual medication they took daily, to change, and clean the wound area, and something for their pain. The patient stated they were given half of their usual dosage of mediation and only tylenol for the pain. The patient stated they discharged themselves from the hospital and seek the care they needed so badly. The patient noted they were extremely weak and were still in severe pain from the lack of care and attention. The patient noted since leaving the hospital they were going to their primary care physician for wound care. There were no further complications that have been reported as a result of this event.